Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. 8 replacement 9amph 12v batteries shipped to site. 8 batteries were returned to manufacturer, unused. On 03/04/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Motion batteries were down. Drive failed. Changed motion batteries. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported a site's imaging system that was unresponsive due to an issue with the batteries. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.